Event description:
Vague info was received from the customer who requested a log review to identify if there was a programming issue. An infusion was to be set up for a vtbi of 250 ml, rate of 999 ml/hr. An unclear statement was received from the customer reporting that "the pump never stopped at 250 ml gave infusion complete kvo message. After looking at the bag, over 400 ml was delivered." Reportedly, the log shows that around 9:30 am, a primary volume of 181 ml infused and then a secondary volume of 250 ml infused, resulting in more than 400 ml total. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Log review only, no device returned. The customer provided the log and dataset. The log review is pending. A f/u report will be submitted with the results once the eval has been completed.